Manufacturer narrative:
Zimmer biomet complaint (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that a screw fractured in a well seated implant. The screw was successfully removed and got suctioned during removal.